Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle separates in vial, shield incorrect placement, needle bent, cannula through shield and needle stick due to unknown lot number.

Event description:
It was reported that the unspecified bd¿ insulin syringe needle separated from the device and fell into the insulin bottle. Additionally, it was reported that another needle had the cap incorrectly placed on it, which bent the needle through it and led to a clean needle stick. As reported by the customer, "I use bd insulin syringes 1 ml 8 mm 31g and the needle fell off in my insulin bottle. I do not reuse syringes and had not dropped or damaged the needle. This is very concerning to me as another time with the same needles, the cap was on wrong, the needle was bent and poking thru the cap and punctured my finger. Again, this needle came right out of the box and package. I am concerned with the quality of your product."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ insulin syringe needle separated from the device and fell into the insulin bottle. Additionally, it was reported that another needle had the cap incorrectly placed on it, which bent the needle through it and led to a clean needle stick. As reported by the customer, "I use bd insulin syringes 1 ml 8 mm 31g and the needle fell off in my insulin bottle. I do not reuse syringes and had not dropped or damaged the needle. This is very concerning to me as another time with the same needles, the cap was on wrong, the needle was bent and poking thru the cap and punctured my finger. Again, this needle came right out of the box and package. I am concerned with the quality of your product."